Event description:
The pump was in infusion mode, light was green, stating 41ml volume to be infused; however, the bag of solution as well as the tubing was dry. There was no fluid infusing! IV was connected to patient. Pt denied any discomfort. Disconnected line from pt. Removed pump and tubing from room. Notified physician. Placed a defective device do not use tag on equipment.

Event description:
Caller states patient tested 6.0 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.